Event description:
A pt reported inaccurate low results with a surestep meter. In a meter versus lab test comparison, the ss meter result was 114mg/dl versus 154mg/dl for the lab. Tests were done 45 minutes apart. Pt did not experience any symptoms. Pt has been reportedly cleaning meter incorrectly. Meter has been replaced. No allegations of harm have been made.